Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation 1 day after implant. Lead dislodgement was noted. The lead was repositioned, and the patient will continue to be monitored.